Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the sensor needle was broken. The customer blood glucose level was unknown. The device will be return for analysis.

Manufacturer narrative:
Inspected 1 opened or used sensor and found needle separated from sensor base. Unable to confirm customer received sensor in said condition due to customer return sensor opened or used.